Manufacturer narrative:
Concomitant products: non-cfn secondary set; 250ml baxter bag ndc0338-001702, lot y202580, exp dec 2017, acetylcysteine and 5% dextrose; 500ml baxter bag, lot y200717, exp aug 2017, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The set was received as an unexpected return labeled for a separate complaint which was regarding backflow from a secondary bottle into the primary bag. The customer later reported they were unsure but think this sample may have been involved in a similar event with a check valve failure during a secondary bag infusion of acetylcysteine. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report that the secondary infused into the primary was confirmed. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the backflow was not identified.

Manufacturer narrative:
Additional information provided by (B)(4).

Event description:
Received a copy of the customer medwatch from the FDA which states;"foscarnet which is prepared in glass bottle was hung as secondary. Started dripping faster than what seemed appropriate for pump setting. Verified hung properly, channel changed out and retried. Discovered that it was back flowing into the primary bag. Ended up having to clamp primary in order for secondary to run. Medication running at end of shift instructed dayshift rn to save tubing if possible"